Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got a system error message 0x6ea3d07a on the therapy app. The caller was not with the patient to do any troubleshooting. The caller will follow up with the patient. It was also reported that patient increased all programs to 8.5v but is not feeling stimulation. Additional information was received from the patient on sept. 19, 2019 that reported an abrupt loss of therapy and stimulation. They manufacturer representative was reporting impedances within normal ranges; 300s-< 600, this was taken at default and 3v. The rep was with the patient and/or healthcare provider for troubleshooting at the time of the call. The patient reported they felt stimulation when they went to bed on monday and tuesday when they woke up they had no stimulation. They checked their handset and noted an error message; system error: 0x6ea3d07a. They turned stimulation down to 0 and turned the handset off for the day. They turned stimulation on that night and had no therapy benefit since. Prior to calling they had increased amp/pw and rate and felt no stimulation. X-ray and fluoroscopy were discussed, as was re-running electrode impedance at higher amplitude and programming around any out of range combination, if appropriate. Follow up information received from the manufacturer¿s representative on oct. 14, 2019 reported that the patient had a revision and was doing fine. They had no further details. There were no further complications reported or anticipated.